Manufacturer narrative:
The field complaint of burnt contacts was not confirmed the visual inspection revealed no damage to the unit nor ac power adapter. The unit was plugged in to a working ac electrical outlet and powered on. The unit booted up to sleep mode. The unit successfully performed delete/downgrade process. Upon opening up the ac power adapter no damage was noted. The transmitter was opened and no damage was found on the circuit board at the time of analysis. The unit functioned as expected and no burn damage was noted.

Event description:
It was reported that the patient presented for follow-up with a complaint of the merlin transmitter not working. It was determined that the power adapter had a burned contact. The patient was instructed to discontinue use and a replacement transmitter was ordered. There were no patient consequences.

Manufacturer narrative:
This supplemental report is submitted to provide h4 device manufacture date in response to an FDA inquiry received on 25 march 2025.